Event description:
The customer reported that the tip of the device broke off inside the handpiece. The procedure was completed successfully using a different handpiece with no delay, medical intervention, or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the tip of the device broke off inside the handpiece. The procedure was completed successfully using a different handpiece with no delay, medical intervention, or adverse consequences.